Event description:
It was reported that the account recently switched to abbott devices from another manufacturer. Reportedly this issue occurred with a non-abbott device and now is occurring with the xience stent delivery system (sds). The balloon wings after deflation and when withdrawing the sds, the guide catheter deep seats into the vessel. The physician reports that he has developed a system to remove the sds. This has never resulted in adverse patient effects and has never caused a significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence (B)(6) 2012. Implant date not provided, estimated as (B)(6) 2012. It is indicated that the devices are not returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the lot history record and complaint history of the reported lots could not be conducted because the lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.